Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. Evaluation summary battery - battery depletion-normal.